Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, chest discomfort and upper shoulder pain it was also reported that the patient "felt as though pacemaker was skipping". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.